Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, product type: lead. Other relevant device(s) are: product ID: 3889-28, date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient went to their health care physician (hcp) on the morning of the call and the hcp ¿checked the leads¿ and the hcp said, according to the hcp, to call the manufacturer company to program the settings and that the hcp stated it had nothing to do with the hcp because one of the leads wasn't working and the patient¿s machine wasn't working right and the patient stated they were hurting, so the patient stated the hcp told them to call the manufacturer company so the manufacturer company could ¿do it over the phone¿ or check it or ¿whatever.¿ patient services attempted to clarify the statement and the patient said ¿it¿s a program setting¿ they couldn't ¿do nothing with.¿ the patient stated they changed the settings with the leads and it was something internal with the leads; the patient stated ¿according to the program setting, the ¿lead ain¿t working, the machine ain¿t working properly, something¿s not working right here.¿ the patient mentioned ¿it¿s like I¿m going to the bathroom but not getting full relief and I¿m hurting.¿ the patient asked if patient services could check their ins over the phone. Patient services offered to help the patient over the phone change the ins program, as that was what the patient thought the hcp might have meant. The patient confirmed the ins was on program 4 at 2.9. The patient mentioned they changed the stimulation on the day of the call from program 3 at 3.0. It was reviewed with the patient that the body might take time to adjust to the new setting. The patient was going to follow up with the hcp. Patient services also mentioned that if the hcp would like a manufacturer representative (rep) present at the next appointment the hcp could call the manufacturer company to try and arrange. The patient stated that while they didn't ¿keep track of that stuff,¿ that the hurting/going to the bathroom not getting full relief started occurring probably 2 weeks ago, in 2019 and that the hcp saw one of the leads was not working and the machine was not working on (B)(6) 2019. There were no further complications reported/anticipated.